Event description:
Pt receiving synvisc for persistent right knee pain and osteoarthritis in medial joint space. Status post two knee surgeries, one for meniscal tear and one for pvns. Pt received her third injection in 2009. Pt reported that 1 week after her third injection, her knee became intensely swollen, painful and warm to touch. Knee tight and warm. Painful with weight bearing. Dose: one vial. Frequency: every week x 3. Route: intra-articular. Dates of use: 2009. Diagnosis: osteoarthritis and persistent pain in right knee. Event abated after use stopped: no.